Manufacturer narrative:
This is not a getinge manufactured device and therefore getinge cannot perform the investigation or any investigation activities . Any recurrences of failures associated with this device will be forwarded to the supplier manufacturing this device.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check by customer, the doppler of the cs300 intra-aortic balloon pump (iabp) unit is not functioning. There was no patient involvement.